Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 20 mg/dl. The patient passed out. The paramedics arrived to render treatment. For treatment, the patient was given glucose and food. The pod was worn longer than 48 hours on the hip/buttocks. The patient was discharged after a few hours. The pod was discarded.